Event description:
It was reported that during thyroidectomy, there was no response when stimulated with the probe. The measured value was lower than the current value set on the nim console unit. After replacing the probe, the issue was resolved. There is no patient impact.

Manufacturer narrative:
H3: the device was returned in a triple resealable bag. Upon receipt, traces of pink residue were observed on the cable. The probe tip was bent upon return; however, no other damage was noted to the device construction. Electrical testing showed a resistance of 2.5 ohms between the distal tip of the probe and the pin connector on the proximal end of the device. The device was connected to a nim system using a 1.0 ma stimulating current and a 100 v threshold. While stimulating with a patient simulator, the system consistently returned 1.0 ma and a waveform/event tone greater than 200 v. Additionally, the plus and minus buttons increased and decreased the stimulation current as intended, and the select button captured a snapshot. No functional issues were observed during analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.